Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00923. The data logs show the system was left on for a maximum of 37 hours and there was a long time on overcharge. After installing new batteries the system went to float charge in under ten minutes. The field service representative (fsr) completed testing to the system. The unit operated to manufacturer specifications and was returned to clinical use. The reported complaint was not duplicated during laboratory evaluation. Both batteries accept charging and met specifications for voltage and conductance.

Manufacturer narrative:
The reported complaint was confirmed.if additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The fsr replaced the suspect batteries and will return them for further evaluation.

Event description:
Follow-up with the medical facility regarding battery backup failures resulted in an on-site visit. During the on-site visit, the data logs were submitted for review. The review of the data logs during non-clinical activity, suggested the overcharge time was long on full discharge and the system required further testing. There was no patient involvement.